Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Completed information for patient identifier: sid (B)(6) and sid (B)(6) patient information: no further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting and replaced the syringe assy (rohs), which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for ai01983, as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the syringe assy (rohs). A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the syringe assy (rohs) or the alinity I processing module for serial ai01983 was identified.

Event description:
The customer observed false positive sars-cov2-igg ii quant results generated on the alinity I processing module for multiple samples. The following data was provided (reference range: >/= 50.0 au/ml is reactive): (B)(6) 2021 sid (B)(6) initial result with lot 23370fn00 = 67.5 au/ml, repeat with lot 24521fn00 = 2.2 au/ml. (B)(6) 2021 sid (B)(6) initial result with lot 24521fn00 = 113.4 au/ml, repeat with same lot = 0.0 au/ml, repeat on ai03016 = 0.0 au/ml no impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate with data that had previously been provided. There is no change to the content of the data.